Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at site event on 27-jun-2024 after 3 hours of insertion. Insertion site was thigh. Infusion set has not been used for more than 72 hours. Customer regularly rotate site location. The blood glucose level was high. Therefore, patient was treated with correction injection via mdi. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.